Manufacturer narrative:
(B)(4). Meter displays partial characters in the results section of the display. Most likely underlying root cause of malfunction: user mechanical stress.

Event description:
Customer called stating that the characters on the meter are not fully displayed. I had him press the s button and hold it down and when the full screen displayed he stated that the number on the left seem to be missing characters. Same issue when we accessed the memory. On (B)(4) 2015 qc evaluation confirmed partial characters in the results section of the display.